Manufacturer narrative:
(B)(4). Software version 4.10c. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, the pump alarmed pump error alarm during the self test and pump error alarm (variableinfo = 3) is found in the formatted history file due to cold solder joint on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that audio options not working. The customer's blood glucose value was 280 mg/dl, 60 mg/dl. The customer stated that she did a self test and audio options worked for a moment but now not working again. The customer confirmed with audio test that insulin pump at volume one and volume five sound the same. The insulin pump fail audio test. The customer declined troubleshooting for low and high blood glucose value. The insulin pump will be returned for analysis.